Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose(bg) over 500 mg/dl with unspecified ketones, abdominal pain and symptoms of dehydration associated with a loss of prime issue. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the cartridge was being used per its instructions for use and the cartridge cap was secure to the pump. It was reported that the loss of prime had occurred one time with the cartridge and cts advised the user to use a cartridge from a different box. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not changing the cartridge.